Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "·chapter 6 compatible reprocessing methods and chemical agents ·chapter 7 cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the visera rhino-laryngo videoscope had an image defect (the inside of the mask flickers white and becomes rainbow colored). The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the up / down plate had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the image had white dots / image noise occurred due to damage to the charged coupled device unit and due to a scratch on the electrical contact of the video connector. The device evaluation found that the up / down plate had foreign material. The cleaning, disinfection, and sterilization (cds) was performed by the customer before the device was sent back to olympus for repair, the customer did not know what the foreign material may have been. It was unknown if there was a delay in the start of pre-cleaning, it was unknown if there were any abnormalities in the accessories used for reprocessing, the endoscope was not immersed in the detergent solution, it was unknow if the customer wiped / brushed all the external surfaces of the endoscope with clean lint-free cloths / brushes / sponges, and the customer informed olympus that it is highly likely that only the insertion site was cleaned and disinfected. Additional findings include the following: water tightness was lost due to a pinhole in the bending section cover, the image had linear scratches due to damage to the charged coupled device unit, the adhesive around the objective lens had a stain, the angulation lever did not move smoothly due to damage, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, a streak of flare appeared in the image due to the adhesive peeling around the objective lens, the connecting tube had a wrinkle / the coating was peeling, the adhesive on the bending section cover had a chip, the bending section cover had slack, water tightness was lost due to a pinhole in the connecting tube, and the color tone of the image was not proper due to a cut on the charged coupled device cable. The following had a scratch: video connector case, light guide connector, video cable, universal cord, image guide protector, grip. Up / down plate, switch box, control unit, and the video connector. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.